Manufacturer narrative:
This correction report is being submitted due to an initial misinterpretation of the analysis results. This programmer was analyzed upon receipt. It was powered on and review of device history found an error code was recorded while the programmer was in the field. The code indicated the software update was not downloaded and installed by the programmer properly; however, it must have been resolved in the field as the code was not reproduced during laboratory testing. Next, the programmer was put through, and passed, an automated test system that electrically tests the standard functions of the programmer. The touchscreen was tested to confirm proper function. No anomalies were noted. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities; the programmer performed normally throughout all tests. Information was added to the following fields: g2: report source. H6: device codes.

Event description:
It was reported that this programmer was unresponsive while reprograming the device during an ambulatory follow up. Due to this, the patient experienced pacing inhibition and asystole of less than two seconds. The programmer was changed with another and the reprograming was able to be performed. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Information was added to the following fields: g2: report source. H6: device codes.

Event description:
It was reported that this programmer was unresponsive while reprograming the device during an ambulatory follow up. Due to this, the patient experienced pacing inhibition and asystole of less than two seconds. The programmer was changed with another and the reprograming was able to be performed. No further adverse patient effects were reported.

Event description:
It was reported that this programmer was unresponsive while reprograming the device during an ambulatory follow up. Due to this, the patient experienced pacing inhibition and asystole of less than two seconds. The programmer was changed with another and the reprograming was able to be performed. No further adverse patient effects were reported.

Event description:
It was reported that this programmer was unresponsive while reprograming the device during an ambulatory follow up. Due to this, the patient experienced pacing inhibition and asystole of less than two seconds. The programmer was changed with another and the reprograming was able to be performed. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that a non-field reported error code was confirmed in the memory log files. The error code was unable to be replicated. The reported clinical observation of a non-responsive touchscreen was not reproduced in the laboratory setting. Analysis of return product found no defect, damage or malfunction in regard to programming change in unavailability. The investigation concluded that an unintended user error caused or contributed to the event, based on the review of the field event, which was found to be consistent with user error. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. Investigation determined that the cause of the touchscreen becoming unresponsive during use was due to the water detection feature within the programmer's lcd touchscreen assembly. The purpose of this water detection feature is to detect the presence of water on/near the programmer screen. If water is detected, this feature is designed to disable the touchscreen to prevent water droplets from causing false positive touch inputs during use. Specifically, the investigation determined that various inputs could induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen.